Event description:
FDA report due to rv lead oversensing mv sensor noise. (Mv sensor advisory one month prior). Patient was brought into office and mv sensor programmed off. Tech support states issue is related to bsc generator to mdt rv 4068 lead. After having other patients affected with spring contact issue with bsc generator and competitor leads, looked back at patient's impedances for past year and noted he did have some erratic rv lead impedances 400-600 ohms between within the last year to 6 months. Patient is complete heart block so decision was made to bring patient into office and change rv lead to unipolar pace configuration to limit potential harm to patient. Provocative maneuvers were done in office, no noise or erratic impedances were able to be reproduced prior to changing to unipolar pace configuration. Manufacturer response for pacemaker, boston scientific l300 accolade (per site reporter). Issue is related to using a bsc generator with competitor leads, spring contact issue. Change rv pace polarity to unipolar and continue monitoring for further issues.